Event description:
It was reported that the patient received inappropriate therapies due to lead noise. Noise was reproduced with provocative testing. Subsequently, the lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.